Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual inspection of the as returned product identified a fractured collar and dried bone around the external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was located on an unknown tooth and was used for approximately 6 years 3 months. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant fractured. The reported device was returned and the reported complaint was confirmed as visual inspection identified a fractured implant. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number - k011028 / k013227.

Event description:
It was reported that the implant fractured. The implant was removed and the site grafted with allograft material.